Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned implants. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7035-90, lot# 7753002898002, manufactured 09/27/11, expires 2014-11; p/n 7040-90, lot# 7628002578003, manufactured 05/31/11, expires 2014-07; p/n 7040-90, lot# 3777-10030, manufactured 02/24/11, expires 2014-02; p/n 7055-90, lot# 7663002664006, manufactured 06/03/11, expires 2014-07. Devices not removed.

Event description:
On (B)(6) 2012, the surgeon performed a left side si joint ifuse procedure on the patient placing four ifuse implants. The pain initially was relieved after the index surgery but later returned. It appeared that three of the four initial ifuse implants may have been placed too posterior to the si joint. On (B)(6) 2013, the surgeon performed a revision surgery where he added three additional ifuse implants anterior to the existing four implants.